Event description:
It was reported that a patient experienced turbid effluent along with symptoms of abdominal pain and vomiting coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The patient was treated with cefacidal (intraperitoneally, dose, frequency, and duration not reported) and gentamycin(intraperitoneally, dose, frequency, and duration not reported) for the event. The outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.